Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to the device no longer working. A patient outcome of good was reported.